Event description:
The customer alleged after processing items in the sterrad unit, the lens and mirrors on the device became cloudy. The customer also stated that the black plastic instruments processed in the unit turned white and chalky. The customer stated that no pts were involved and there were no injuries from the event.